Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A second attempt to puncture the left proximal tibia with a 45 mm introducer needle was performed without success. The battery indicator light was green. There was no function after a half rotation. A back up driver was used successfully. The patient is deceased.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to goulian guards. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. No confirmed complaints were received in this range with the same issue. No further investigation is possible without a physical sample.

Event description:
A second attempt to puncture the left proximal tibia with a 45 mm introducer needle was performed without success. The battery indicator light was green. There was no function after a half rotation. A back up driver was used successfully. The patient is deceased.